Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with the safety mechanism. It was stated ¿the needle as well as the safety on these are very flimsy. The product causes concern around patients, particularly when administering more than one injection at a time, especially with children.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with the safety mechanism. It was stated ¿the needle as well as the safety on these are very flimsy. The product causes concern around patients, particularly when administering more than one injection at a time, especially with children.¿ there was no report of injury or further medical intervention.